Manufacturer narrative:
Additional information was received that the cardiac arrest was not believed to be device related.

Event description:
A report was received that the patient suffered a cardiac arrest and passed away.

Event description:
A report was received that the patient suffered a cardiac arrest and passed away.